Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. Upon system checkout the collimator was adjusted. The imaging system was then functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that there was an "error initializing collimator." No patient was present.